Manufacturer narrative:
The customer¿s report of an overinfusion of heparin was neither confirmed nor replicated. Physical inspection showed no anomalies. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set (model 2426-0007) and there were no leaks observed from the set. The source disposable set (model 2426-0007) was evaluated for concentricity and was found to be within specification. The root cause of the customer¿s report of an overinfusion of heparin was not identified.

Event description:
It was reported that the heparin 25000units/ d5w 500ml(heparin 50units/ml) infusion was programmed to infuse at 20ml/hour (1000units/hour). Approximately 25-30 minutes after the initiation of the heparin infusion, the nurse noted that the 500ml bag was empty. As a result of the event, serial ptt labs were drawn. Although requested, no further information was provided by the customer.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the heparin 25000 units/ d5w 500 ml (heparin 50 units/ml) infusion was programmed to infuse at 20 ml/hour (heparin 1000 units/hour). Approximately 25-30 minutes after the initiation of the heparin infusion, the nurse noted that the 500 ml bag was empty.